Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus pen needles. Complaint was reported via e-mail. Customer's e-mail stated that when they push on the plunger it does not move, and that the customer "has to change needles 2 or 3 times for one injection". Pen needle lot information was not provided. No symptoms or medical attention associated with the use of the product was reported. Manufacturer attempted to contact the customer via e-mail and telephone in effort to obtain additional information and to assist with the initial concern - unable to establish contact with customer at this time. No additional information was able to be obtained.